Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this extension set exhibited leakage. It was noted that the leak was observed at the filter between the pump and the catheter. No adverse patient effects were reported.

Manufacturer narrative:
One cadd extension sets was returned for analysis. Visual inspection performed, and product found to be in used conditions and without its original packaging. The sets was visually inspected, at distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Leak testing was performed using hydrostat vessel and no leaks were detected. A review of the manufacturing process for p/n 21-7106-24 l/n 3733172 was conducted by quality engineer on (B)(6) 2018, to verify that there are no situations or practices that could create the event as described in the reported problem. The root cause of the reported problem is unknown since the complaint was not confirmed.